Event description:
It was reported that the night of pump implant the patient went to the (ER) emergency room. The patient thought they were getting too much dilaudid, because she was taking dilaudid po and then getting dilaudid from the pump. The patient also had headache pain. The patient thought dilaudid was like morphine, because morphine gives the patient headaches and hallucinations. A patient specialist told the patient that dilaudid does not ¿linger¿ as long as morphine. The patient had a history of headaches. The pump was used to infuse dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 85 90-1, lot # n248193, implanted: (B)(6) 2010, product type accessory. (B)(4).